Event description:
It was reported that the pt was admitted to the hospital due to having a lot of seizures. Vns device was checked and it was "fine", per reporter. Pt had generator replacement surgery due to end of service on (B)(6)2010. Attempts for further info and product return have been unsuccessful to date.